Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4). Review of performance data showed an increase in pacing impedance.

Event description:
It was reported that the right ventricular (rv) lead had slowly increasing lead impedance and elevated threshold. The physician decided to follow closely. The lead remains in use. No patient complications have been reported as a result of this event.